Event description:
Hospital reported that during a gastric bypass procedure the surgeon noticed burning of tissue approximately 2 cm back from the tip of the fixed tip electrode, when there was no energy at the tip. Tissue damage was minimal and no serious pt injury was reported, but there was concern of potential serious injury if the event were to recur. A note on the returned device also expressed concern that the aem monitor did not shut down the electrosurgical generator as the user expected.